Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a lobectomy procedure, the stapler was prepared for surgery and battery inserted. It was reported that prior to use while on the back table the device fired on its own without anyone touching it. The device was reloaded and test fired, it would not fire. Device was not used in surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55w3n. The device was returned without the bailout door and with the bailout lever in the home position but the cam was in the bailed out position. The device was disassembled to reset the bailout mechanism and it was noticed that the firing trigger actuator post was broken and the articulation locking mechanism was damaged. The device could be fired by manually actuating the switch. The device fired and the knife returned normally when the switches were actuated by hand. The event described could not be duplicated.